Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood on the balloon, consistent with being advanced into the anatomy. There was contrast in the balloon. The balloon had loose folds. There were no kinks noted to the distal shaft or the soft tip. There was no damage noted to the balloon catheter. The inflation device used in the procedure was not returned. During functional testing, the reported leak was confirmed. Using a new indeflator filled with water, an attempt was made to pressurize the balloon, when fluid leaked out the proximal end of the side arm. There was little adhesive in the y junction. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. Based on the reported information and analysis of the returned product, it may be possible that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the lower extremity, the 2.5 x 200 mm armada dilatation catheter was advanced into the patient anatomy and the balloon was fully inflated one time to not more than 8 atmospheres. It was noted that contrast appeared to be coming out of the distal wire exit port. The device was removed from the patient anatomy. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.